Event description:
Philips received a complaint from the customer on the v60 indicating that the device will not stay on unless plugged into a wall outlet. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The device will not power on unless plugged into the wall outlet, went into service mode and found battery date is 2013, also battery is not showing up, ordering replacement battery. The investigation is ongoing.

Manufacturer narrative:
Multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.